Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received post reset ram crc alarm. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected drive count or time values or changes incorrect for moving or coasting error alarm noted.